Manufacturer narrative:
A field service engineer (fse) helped the customer troubleshoot a leak over the phone. The customer traced the leak to worn tubing through pinch valve pv37. The customer replaced the tubing through pinch valve pv37, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak around the main diluter panel of the coulter lh 500 hematology analyzer. The customer also reported that the platelet (plt) backgrounds were failing. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.